Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The physician reported that the clip shot out of the jaws of the applier. Any clips that fell into the patient were retrieved. The patient's condition was reported as fine.